Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the I/o switch on the unit was not fully connected, resulting in the reported issue. To restore functionality, the switch was re-connected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not power on. There was no patient present when this issue was identified.